Manufacturer narrative:
Unit was received with protruded, loose drive support disk. No a33 alarm noted. Pump also had minor scratched on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported an alarm during bolus. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.